Manufacturer narrative:
The reported event of helix unable to extend and helix damage were confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix stretched consistent with procedural damage and clogged with blood/tissue. X-ray inspection found the inner coil was overtorqued at the connector region and the helix was stretched consistent with procedural damage. The cause of the reported events was isolated to the blood/tissue in the helix region, helix being stretched, and overtorqued of the inner coil.

Event description:
It was reported that during the initial implant procedure, while repositioning the right ventricle (rv) lead, the helix of the rv lead was unable to extend. Additional manipulation was performed and the helix extended, however, helix damage was visually observed. The helix rotation was not tested prior to introducing the rv lead into the body of the patient. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.